Event description:
The patient was revised because of loosening with poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. It would be unreasonable to expect some wear after approximately 14 years of implantation. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.